Manufacturer narrative:
Infection previously reported in MFR# 2916596-2018-01444. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted on for supratherapeutic inr of 4.8 and right sided failure. Coumadin was held. On (B)(6) 2019 patient complained of a 'terrible' headache. A head CT revealed an intraparenchymal hemorrhage with affected regions of medial right parietal and posterior medial left cerebral spot. Patient had no neurological or physical deficits. Inr was 7.6 at time of event and the providers reversed it using vitamin k and feiba (anti-inhibitor coagulant complex). On (B)(6) 2019, inr was 1.7 and patient still complained of headache. The patient¿s underlying right ventricular (rv) dysfunction continues to deteriorate due to underlying cardiomyopathy. Swan showed central venous pressure (cvp) significantly elevated at 30 cm h2o on day of event. Clinicians believe rv failure led to liver congestion, which caused the supratherapeutic inr. Patient was diuresed on (B)(6) 2019 with continued medical management of the patient's rv failure and hemorrhagic stroke. Patient also experiencing hypervolemia treated with diuretics, and chronic (B)(6) driveline infection led to altering of daptomycin no additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported adverse events and patient outcome could not be determined through this evaluation. It was reported that the vad was working as expected at the time of the event until care was withdrawn. The device was not explanted and is not available for investigation. The heartmate ii lvas IFU lists bleeding, stroke, right heart failure, hepatic dysfunction, cardiac arrhythmia, renal failure, respiratory failure, infection, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information: it was reported that prior to patient death, the patient had experienced multisystem organ failure, which affected the respiratory and renal system, liver, spleen (splenic infarction/ thromboembolism), right heart failure/ heart failure, ventricular arrhythmias. Medical and surgical intervention were performed and patient continued to have clinical decline. The patient prognosis was very poor, the patient/ family decided to withdraw care and the patient ultimately expired. No additional information was provided.